Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. On (B)(6) 2019, customer received a sensor scan result of 242 mg/dl compared to a reading of 103 mg/dl on the competitor meter and self-treated with unspecified units of insulin shot based on the sensor reading and experienced unspecified symptoms of hypoglycemia. Customer self-presented to the doctor who obtained a reading of 65 mg/dl on the hcp meter, was diagnosed with hypoglycemia and treated with "glucagon tablet". It was further reported that a reading of 130 mg/dl was obtained on an unspecified meter after treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. On (B)(6) 2019, customer received a sensor scan result of 242 mg/dl compared to a reading of 103 mg/dl on the competitor meter and self-treated with unspecified units of insulin shot based on the sensor reading and experienced unspecified symptoms of hypoglycemia. Customer self-presented to the doctor who obtained a reading of 65 mg/dl on the hcp meter, was diagnosed with hypoglycemia and treated with "glucagon tablet". It was further reported that a reading of 130 mg/dl was obtained on an unspecified meter after treatment. There was no report of death or permanent impairment associated with this event.